Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/14/2019. Investigation summary: it was reported performance pull off suture needle. An opened box with ten unopened samples, an empty opened foil, two detached needles and a suture piece were returned for analysis. During the visual inspection of two detached needles, the swage and attachment area were noted to be as expected and slightly marks were observed by use of a surgical instrument. The suture piece was examined, and the swage was not observed since the ends were found cut. During the visual inspection of ten representative samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. Th sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force in nine samples were above the minimum requirements, but in a sample the result of the test was below the minimum requirements. The failed sample was inspected to determine the failure mode and was noted that the suture insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of two opened samples, it could not be determined what may have caused the reported incident of: ¿the suture was detached from the needle during continuous suturing for the intestinal tract¿. Per the conditions of the nine representative samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Per the conditions of a representative sample, the assignable cause of the performance pull off suture needle was caused by short insertion defect. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery. No, there is no problem with the patient's condition. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. There is no problem with the patient's condition. Was there any adverse patient outcome? No. There is no problem with the patient's condition. Clarify the quantity involved during this procedure? Qty of product involved is 1 products. Were there multiple procedures involved? No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic stomach surgery procedure on (B)(6) 2018 and a suture was used. During surgery, the suture was detached from the needle during continuous suturing for the intestinal tract. The needle was missing, and x-ray was taken for search of the needle. The operation time was extended by 40 minutes. There were no adverse patient consequences reported. No additional information was provided.